Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the ventilator being unable to maintain peep (positive end expiratory pressure), exhaled tidal volume (vte) and breaths per minute, was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the ift. Further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
A third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure), exhaled tidal volume (vte) and breaths per minute. There was no patient involvement associated with the reported event.